Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain / pain pelvic pain"), dyspareunia ("severe dyspareunia/dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (menorrhagia)") and ovarian cyst ("ovarian cysts/surgery (other)-type of surgery polyps on right ovarian cyst / polyps on right ovarian cyst") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test(s)". The patient's past medical history included multiparous. Previously administered products included for birth control: depo provera from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included abdominal pain, gastroenteritis, lower abdominal pain, cervicitis, endometriosis, bleed in luteal cyst, bowel adhesions and discolouration urine. Concomitant products included medroxyprogesterone (depo provera), nsaid's from 2010 to 2018 and paracetamol (acetaminophen) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 5 months 27 days after insertion of essure, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract / urinary tract"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fungal infection ("chronic yeasts infections") and polyp ("polyps"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the dyspareunia, vaginal haemorrhage, menorrhagia, ovarian cyst, fungal infection, polyp and urinary tract infection outcome was unknown. The reporter considered dyspareunia, fungal infection, menorrhagia, ovarian cyst, pelvic pain, polyp, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient had no complications from your essure removal procedure. The left tubal ostium is applied with the essure device and (2) rings were seen after the application. After this, the right tubal ostium is then applied with the essure device and (2) rings are seen. Tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. Patient underwent essure confirmation test(s) conducted, but not specified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, pelvic pain, dyspareunia, ovarian cyst. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received. Event added: did not conducted essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain / pain pelvic pain"), dyspareunia ("severe dyspareunia/dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (menorrhagia)") and ovarian cyst ("ovarian cysts/surgery (other)-type of surgery polyps on right ovarian cyst / polyps on right ovarian cyst") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test(s)". The patient's medical history included multiparous. Previously administered products included for birth control: depo provera from on (B)(6) 2010. Concurrent conditions included abdominal pain, gastroenteritis, lower abdominal pain, cervicitis, endometriosis, bleed in luteal cyst, bowel adhesions, discolouration urine and irritable bowel syndrome since 2009. Concomitant products included alprazolam since april 2011, buspirone from november 2012 to december 2012, celecoxib (celexa) since january 2011, clonazepam since april 2011, dicycloverine hydrochloride (bentyl) since 2009, medroxyprogesterone acetate (depo provera), nsaid's from 2010 to 2018, paracetamol (acetaminophen) from 2010 to 2018 and piroxicam (paxil) from 2009 to 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract / urinary tract"). In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fungal infection ("chronic yeasts infections"), polyp ("polyps"), depression ("depression") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (vaginal hysterectomy and vaginal hysterectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dyspareunia was resolving and the vaginal haemorrhage, menorrhagia, ovarian cyst, fungal infection, polyp, urinary tract infection, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fungal infection, menorrhagia, ovarian cyst, pelvic pain, polyp, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient had no complications from your essure removal procedure. The left tubal ostium is applied with the essure device and (2) rings were seen after the application. After this, the right tubal ostium is then applied with the essure device and (2) rings are seen. Tolerated the procedure well. Patient underwent essure confirmation test(s) conducted, but not specified. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2014: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, pelvic pain, dyspareunia, ovarian cyst. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received: device removal date was updated. Events: depression, mental anguish and abdominal pain were added. Event onset date and outcome were updated. Concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included abdominal pain, gastroenteritis, lower abdominal pain, cervicitis, endometriosis, bleed in luteal cyst, bowel adhesions and discolouration urine. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe dyspareunia/dyspareunia (painful sexual intercourse)"), fungal infection ("chronic yeasts infections"), ovarian cyst ("ovarian cysts/surgery (other)-type of surgery polyps on right ovarian cyst"), polyp ("polyps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). The patient was treated with surgery (plaintiff underwent total hysterectomy partial). Essure was removed. At the time of the report, the pelvic pain was resolving and the dyspareunia, fungal infection, ovarian cyst, polyp, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown. The reporter considered dyspareunia, fungal infection, menorrhagia, ovarian cyst, pelvic pain, polyp, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient had no complications from your essure removal procedure. The left tubal ostium is applied with the essure device and (2) rings were seen after the application. After this, the right tubal ostium is then applied with the essure device and (2) rings are seen. Tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on 24-sep-2014: negative patient underwent essure confirmation test(s) conducted, but not specified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, pelvic pain, dyspareunia, ovarian cyst, most recent follow-up information incorporated above includes: on 2-mar-2018: pfs was received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection(bladder/urinary tract/vaginal) type: urinary tract were added. On 2-mar-2018: medical records received. Patient's medical history was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain / pain pelvic pain'), dyspareunia ('severe dyspareunia/dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (menorrhagia)') and ovarian cyst ('ovarian cysts/surgery (other)-type of surgery polyps on right ovarian cyst / polyps on right ovarian cyst') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test(s)". The patient's medical history included multiparous. Previously administered products included for birth control: depo provera from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included irritable bowel syndrome since 2009, abdominal pain, gastroenteritis, lower abdominal pain, cervicitis, endometriosis, bleed in luteal cyst, bowel adhesions and discolouration urine. Concomitant products included alprazolam since (B)(6) 2011, buspirone from (B)(6) 2012 to (B)(6) 2012, celecoxib (celexa) since (B)(6) 2011, clonazepam since (B)(6) 2011, dicycloverine hydrochloride (bentyl) since 2009, medroxyprogesterone acetate (depo provera), nsaids from 2010 to 2018, paracetamol (acetaminophen) from 2010 to 2018 and piroxicam (paxil) from 2009 to 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract / urinary tract"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fungal infection ("chronic yeasts infections"), polyp ("polyps"), depression ("depression"), abdominal pain ("abdominal area pain"), genital haemorrhage ("general abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (vaginal hysterectomy and vaginal hysterectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, urinary tract disorder and bladder disorder was resolving and the vaginal haemorrhage, menorrhagia, ovarian cyst, fungal infection, polyp, urinary tract infection, depression, anxiety, abdominal pain, bacterial vaginosis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, polyp, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient had no complications from your essure removal procedure. The left tubal ostium is applied with the essure device and (2) rings were seen after the application. After this, the right tubal ostium is then applied with the essure device and (2) rings are seen. Tolerated the procedure well. Patient underwent essure confirmation test(s) conducted, but not specified. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, pelvic pain, dyspareunia, ovarian cyst, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- general abnormal bleeding, bacterial vaginosis, bladder / urinary, post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain'), dyspareunia ('severe dyspareunia/dyspareunia (painful sexual intercourse), dyspareunia (painful sexual intercourse)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (menorrhagia)') and ovarian cyst ('ovarian cysts/surgery (other) type of surgery: polyps on right ovarian cyst/polyps on right ovarian cyst'). In a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not conducted essure confirmation test(s)". The patient's medical history included: multiparous. Previously administered products included for birth control: depo provera from (B)(6) 2010. Concurrent conditions included: irritable bowel syndrome since 2009, abdominal pain, gastroenteritis, lower abdominal pain, cervicitis, endometriosis, bleed in luteal cyst, bowel adhesions and discolouration urine. Concomitant products included: alprazolam since (B)(6) 2011, buspirone from (B)(6) 2012, celecoxib (celexa) since (B)(6) 2011, clonazepam since (B)(6) 2011, dicycloverin hydrochloride (bentyl) since 2009, medroxyprogesterone acetate (depo provera), nsaids from 2010 to 2018, paracetamol (acetaminophen) from 2010 to 2018 and piroxicam (paxil) from 2009 to 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract/urinary tract"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fungal infection ("chronic yeasts infections"), polyp ("polyps"), depression ("depression"), abdominal pain ("abdominal area pain"), genital haemorrhage ("general abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), urinary tract disorder ("bladder/ urinary"), bladder disorder ("bladder/urinary"). And post procedural complication ("post removal complication: yes"). The patient was treated with surgery (vaginal hysterectomy and vaginal hysterectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, urinary tract disorder and bladder disorder was resolving. And the vaginal haemorrhage, menorrhagia, ovarian cyst, fungal infection, polyp, urinary tract infection, depression, anxiety, abdominal pain, bacterial vaginosis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, polyp, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient had no complications from your essure removal procedure. The left tubal ostium is applied with the essure device, and (2) rings were seen after the application. After this, the right tubal ostium is then applied with the essure device and (2) rings are seen. Tolerated the procedure well. Patient underwent essure confirmation test(s) conducted, but not specified. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2014, results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, pelvic pain, dyspareunia, ovarian cyst. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: events added from pfs: general abnormal bleeding, bacterial vaginosis, bladder/urinary, post removal complication: yes. Reporter information were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic pain'), dyspareunia ('severe dyspareunia/dyspareunia (painful sexual intercourse), dyspareunia (painful sexual intercourse)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (menorrhagia)'). In a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not conducted essure confirmation test(s)". The patient's medical history included: multiparous. Previously administered products included for birth control: depo provera from (B)(6) 2010. Concurrent conditions included: irritable bowel syndrome since 2009, abdominal pain, gastroenteritis, lower abdominal pain, cervicitis, endometriosis, bleed in luteal cyst, bowel adhesions and discolouration urine. Concomitant products included: alprazolam since (B)(6) 2011, buspirone from (B)(6) 2012, celecoxib (celexa) since (B)(6) 2011, clonazepam since (B)(6) 2011, dicycloverine hydrochloride (bentyl) since 2009, medroxyprogesterone acetate (depo provera), nsaids from 2010 to 2018, paracetamol (acetaminophen) from 2010 to 2018 and piroxicam (paxil) from 2009 to 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal), type: urinary tract/urinary tract"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cysts/surgery (other) type of surgery: polyps on right ovarian cyst/polyps on right ovarian cyst"). On an unknown date, the patient experienced fungal infection ("chronic yeasts infections"), polyp ("polyps"), depression ("depression"), abdominal pain ("abdominal area pain"), genital haemorrhage ("general abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), urinary tract disorder ("bladder/urinary"), bladder disorder ("bladder/urinary"). And post procedural complication ("post removal complication: yes"). The patient was treated with surgery (total vaginal hysterectomy (uterus and cervix removed) and vaginal hysterectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, urinary tract disorder and bladder disorder was resolving. And the vaginal haemorrhage, menorrhagia, ovarian cyst, fungal infection, polyp, urinary tract infection, depression, anxiety, abdominal pain, bacterial vaginosis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, polyp, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient had no complications from your essure removal procedure. The left tubal ostium is applied with the essure device, and (2) rings were seen after the application. After this, the right tubal ostium is then applied with the essure device, and (2) rings are seen. Tolerated the procedure well. Patient underwent essure confirmation test(s) conducted, but not specified. Patient received treatment for pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2014, results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, pelvic pain, dyspareunia, ovarian cyst, quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe dyspareunia"), fungal infection ("chronic yeasts infections"), ovarian cyst ("ovarian cysts") and polyp ("polyps"). The patient was treated with surgery (plaintiff underwent total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, fungal infection, ovarian cyst and polyp outcome was unknown. The reporter considered dyspareunia, fungal infection, ovarian cyst, pelvic pain and polyp to be related to essure. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.